Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-oct-2022 to 02-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the thermal damage, and original drawer was stuck in close position, in new drawer pyxis bus controller was defective. A field service engineer replaced the halfheight drawer and the new drawer communication bus controller to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system produced a burnt smell. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the thermal damage that occurred in the drawer. A field service engineer replaced the half-height drawer and the new drawer's communication bus controller to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced burnt smell. There were no adverse events or injuries reported based on this incident.